Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that interrogation revealed >3000 ohms ventricular lead impedance and inappropriate atrial and ventricular sensing. When the ventricular lead tested normal, the pulse generator was replaced.